Event description:
The lead was implanted on (B)(6) 2016 and still remains implanted at this time. It was noted on june 08, 2016 that the lead was exhibited switched issues. The physician was unknown at (B)(6) hospital in italy. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).